Event description:
A pedicle screw, implanted in 2003 broke post-operative. Pt was being treated for recurrent disk rupture at l4-l5 with instability. Screw was implanted during a revision decompression laminectomy with microdiskectomy at l4-l5 with left left iliac crest bone graft and revision of scar tissue. Broken screw was removed in 2003.